Event description:
Uncomfortable feeling in the right knee [musculoskeletal discomfort]. Right knee effusion [joint effusion]. Joint swelling [joint swelling]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated the synvisc treatment into an unspecified knee. The synvisc lot number was not provided. On an unspecified date in 2011, the pt experienced joint effusion. The reporting physician considered this case as medically significant. The action taken with synvisc treatment was not provided. The pt's outcome for the event of "joint effusion" was reported as not yet recovered. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc and the event of "joint effusion" was not provided by the reporting physician. Additional info was received on (B)(4) 2011, from the physician. The physician reported that the pt's medical history is significant for previous treatment with an unspecified medicine into the right knee 5 times/week, with the last injection being given on (B)(6) 2011, for pain relief. On (B)(6) 2011, the pt initiated the first synvisc injection of 2 ml into the right knee at a different hospital. On the same day, the pt experienced an uncomfortable feeling in the right knee. On (B)(6) 2011, the pt initiated the second synvisc injection of 2 ml into the right knee. On (B)(6) 2011, the pt initiated the third synvisc injection of 2 ml into the right knee. On (B)(6) 2011, the joint swelling worsened, following which the pt visited the clinic, where joint fluid was aspirated at pt's right knee. On an unspecified date in (B)(6) 2011, the volume of joint fluid increased in the pt's knee and was opacity. On an unspecified date in (B)(6) 2011, synovial fluid test was performed and the test result was negative for infection. On (B)(6) 2011, the pt's right knee was treated with a steroid injection. The reporting physician assessed the relationship between synvisc and the event of "right knee effusion" as definitely related. The relationship between synvisc and the events of "joint swelling and uncomfortable feeling in the right knee" was not provided by the reporting physician. Additional info was received on (B)(4) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review al finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.